Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The complete radiolucent insertion handle (p/n: 03.037.012, lot #: 9364278) was received at us cq. Visual inspection of the complaint device showed that it is stuck with other received devices (p/n: 04.037.258, lot #: 16l4212: pi-15742864279544639; and an unknown connecting screw: pi-15742864279547739) and is unable to be disassembled. The devices appear to be assembled correctly, the mating components are flush, aligned, and not damaged. Since the complaint device is received stuck with another device and cannot be disassembled, the complaint is able to be replicated. No dimensional inspection can be performed due to the nature of the complaint and device received condition. This complaint is confirmed as complaint device cannot be disassembled from its mating device. No root cause could definitively be determined for the reported complaint condition. A possible cause could be if a hammer or other device was used to attempt to pound the complaint devices farther into the implant site. No new, unique or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot: part: 03.037.012, lot: 9364278. Manufacturing site: haegendorf. Release to warehouse date: 20. Mar. 2015. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, during an unknown procedure, the surgeon was unable to disconnect trochanteric femoral nail advanced (tfna) nail from the cannulated connecting screw. Surgeon removed all implants and inserted a new nail on a new handle. There was a surgical delay of twenty (20) minutes. Procedure was successfully completed. Patient outcome was unknown. This is report 2 of 3 for (B)(4).